Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("persistent bleeding/ abnormal bleeding (general)") and autoimmune disorder ("autoimmune disorder") in a (B)(6)-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cigarette smoker (l/2 pack a day and occasional) in 2007, alcohol use (2 drinks or less per day), anxiety and gerd. Previously administered products included for birth control: depo-provera. Concurrent conditions included osteoporosis, hypertension and amenorrhea. Concomitant products included aripiprazole (abilify) since 2012 and bupropion (wellbutrin) since 2012. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction type: skin allergies"). In (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal): urinary") and bacterial infection ("infection (bladder/ urinary tract/vaginal): bacterial infection"). In (B)(6) 2015, the patient experienced autoimmune disorder (seriousness criterion medically significant). In 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines"), headache ("headaches") and vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs") and constipation ("gastrointestinal or digestive system condition type: constipation"). In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced pelvic pain ("pain/ left side pelvic pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2017, the patient experienced psoriasis ("rashes or skin conditions type: psoriasis") and eczema ("rashes or skin conditions type: eczema"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (hysteroscopy with endometrial ablation (B)(6) 2017). At the time of the report, the genital haemorrhage and pelvic pain outcome was unknown and the autoimmune disorder, vaginal haemorrhage, menorrhagia, dermatitis allergic, urinary tract infection, bacterial infection, depression, psoriasis, eczema, migraine, headache, dysmenorrhoea, vaginal discharge, irritable bowel syndrome and constipation had not resolved. The reporter considered autoimmune disorder, bacterial infection, constipation, depression, dermatitis allergic, dysmenorrhoea, eczema, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, migraine, pelvic pain, psoriasis, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she used fetzima as concomitant drug, facial surgery after dog bite. On (B)(6) 2018, she anticipated or scheduled for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion . On same day x-ray tech told placement looked good. Most recent follow-up information incorporated above includes: on 27-feb-2018: reporters added and updated patient demographics. Historical drugs, concomitant disease, laboratory data, concomitant drugs were added. Added suspect drug indication. Added events abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: skin allergies, infection (bladder/ urinary tract/vaginal): urinary & bacterial infection, psychological or psychiatric problems condition: depression, rashes or skin conditions type: psoriasis & eczema, migraines / headaches, dysmenorrhea (cramping), pain, vaginal discharge, gastrointestinal or digestive system condition type: ibs (irritable bowel syndrome), constipation. Updated events and onset date. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("embedded metal fragments"), device breakage ("metal fragments"), genital haemorrhage ("persistent bleeding/ abnormal bleeding (general)") and autoimmune disorder ("autoimmune disorder") in a 41-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cigarette smoker (l/2 pack a day and occasional) in 2007, alcohol use (2 drinks or less per day), anxiety, gerd, adenomyosis, adhd, depression and gerd. Previously administered products included for birth control: depo-provera. Concurrent conditions included osteoporosis, hypertension, amenorrhea, energy decreased, difficulty sleeping, anxious mood, spotting vaginal, urinary urgency, psoriasis, eczema, pelvic congestion and urinary tract infection. Concomitant products included aripiprazole (abilify) since 2012, bupropion hydrochloride (wellbutrin) since 2012, ibuprofen and mepyramine maleate;pamabrom;paracetamol (pamprin). On (B)(6)2015, the patient had essure inserted. In (B)(6)2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal): urinary") and bacterial infection ("infection (bladder/ urinary tract/vaginal): bacterial infection"). In 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines") and headache ("headaches"). In (B)(6)2015, the patient experienced autoimmune disorder (seriousness criterion medically significant). In (B)(6)2015, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction type: skin allergies") and psoriasis ("rashes or skin conditions type: psoriasis"). In (B)(6)2015, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6)2016, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs") and constipation ("gastrointestinal or digestive system condition type: constipation"). In (B)(6)2016, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain/ left side pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced eczema ("rashes or skin conditions type: eczema"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysteroscopy with endometrial ablation (B)(6)2017 and total laparoscopic hysterectomy, bilateral salpingectomy, removal of essure coils, cystoscopy). At the time of the report, the embedded device, device breakage, genital haemorrhage and pelvic pain outcome was unknown and the autoimmune disorder, vaginal haemorrhage, menorrhagia, dermatitis allergic, urinary tract infection, bacterial infection, depression, psoriasis, eczema, migraine, headache, dysmenorrhoea, vaginal discharge, irritable bowel syndrome and constipation had not resolved. The reporter considered autoimmune disorder, bacterial infection, constipation, depression, dermatitis allergic, device breakage, dysmenorrhoea, eczema, embedded device, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, migraine, pelvic pain, psoriasis, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she used fetzima as concomitant drug, facial surgery after dog bite. On (B)(6)2018, she anticipated or scheduled for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Diagnostic results: on same day x-ray tech told placement looked good. Most recent follow-up information incorporated above includes: on (B)(6)2019: medical records received. Events per mr: embedded metal fragments. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.